Event description:
It was reported by the rep that the circulator nurse could not remove cap from connector portion of luke handpiece. Biomed removed, but apparently it is now non functional and too loose to work properly. Opened another device to complete the case. There was no consequence to pt.